Event description:
The customer sent in their device for bench repair for evaluation. At the philips bench, the technician found that there was no audio from the mx40 device. There was no patient involvement.